Event description:
Patient is a baby with otc (ornithine transcarbamylase) deficiency. Patient got gt (gastrostomy tube) shortly after birth and pulled gt out last month. Gt was replaced by surgery. Amt button gt now has cracked where extension is to be connected, which makes it difficult to keep extension locked into tube because it no longer can lock d/t break. Rns checking feed often to ensure leak isn't happening, but some leaking was noted overnight. Rns taped extension down to prevent extension from dislodging from button. Mds aware, surgery consulted, awaiting to see if surgery can replace tube at bedside or if patient will have to wait till or next week to have it replaced.